Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient and patient contact reported a fluid leak was discovered during fill 1 of 4 of the patient¿s peritoneal dialysis (pd) treatment. The fluid leaked from the patient line. The patient reported receiving an m31 air detected in cassette warning during drain 0 of 4 of treatment and bypassed t fill 1. The patient contact stated shortly after bypassing to fill 1 a fluid leak was noted from the patient line. It was reported the patient line was not securely connected. Fluid did not come into contact with the cycler. The patient cancelled treatment and was advised to re-setup with all new supplies. Upon follow up, the patient contact confirmed the patient was connected for treatment when the fluid leak occurred during fill 1 of 4 of treatment. The contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler after re-setting up supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient and patient contact reported a fluid leak was discovered during fill 1 of 4 of the patient¿s peritoneal dialysis (pd) treatment. The fluid leaked from the patient line. The patient reported receiving an m31 air detected in cassette warning during drain 0 of 4 of treatment and bypassed t fill 1. The patient contact stated shortly after bypassing to fill 1 a fluid leak was noted from the patient line. It was reported the patient line was not securely connected. Fluid did not come into contact with the cycler. The patient cancelled treatment and was advised to re-setup with all new supplies. Upon follow up, the patient contact confirmed the patient was connected for treatment when the fluid leak occurred during fill 1 of 4 of treatment. The contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler after re-setting up supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the insert label ( p/n 71-4470) that is included in the packaging of the product contain indications, and warnings to perform the connection. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient and patient contact reported a fluid leak was discovered during fill 1 of 4 of the patient¿s peritoneal dialysis (pd) treatment. The fluid leaked from the patient line. The patient reported receiving an m31 air detected in cassette warning during drain 0 of 4 of treatment and bypassed t fill 1. The patient contact stated shortly after bypassing to fill 1 a fluid leak was noted from the patient line. It was reported the patient line was not securely connected. Fluid did not come into contact with the cycler. The patient cancelled treatment and was advised to re-setup with all new supplies. Upon follow up, the patient contact confirmed the patient was connected for treatment when the fluid leak occurred during fill 1 of 4 of treatment. The contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler after re-setting up supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.